Event description:
The customer reported the device alarmed and shut down during operation. The customer reported the unit was not in use on a patient and there was no patient harm. The manufacturers field service engineer was able to duplicate the reported event. Review of the device diagnostic log history indicated an oxygen device failed occurrence. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The service engineer reported the unit failed oxygen flow accuracy testing. The service engineer replaced the gas delivery system to address the finding. Applicable final testing was completed and passed to specifications.